Event description:
A ge digital energy sg series 20kva uninterruptible power supply (ups) did not deliver power to an interventional imaging system when the facility lost utility power. The loss of power to the imaging system resulted in a delay and relocation of the pt's procedure.